Event description:
It was reported the green light behind the power button was not working and the system would intermittently not turn on. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power switch cable assembly was replaced during the service call. The system was tested and found to be working as intended and put back into service.